Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Initial surgery: tlif (transforaminal lumbar interbody fusion) was performed on l4/5/s reason for revision surgery: degenerative scoliosis revision surgery: olif (oblique lumbar interbody fusion) was performed on th10-s l1-4 it was reported that on an unknown date, patient underwent a tlif surgery in which a screw was implanted. Post-op, patient suffered with degenerative scoliosis due to which patient had to undergo a revision olif surgery. During the revision surgery, the screw broke when a sequential reducer was attached to its head. The screw head was extracted but the tip remained in the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: the mas screw has broken at the neck just before the threads start. The bone screw is at max angulation and it appears from the witness marks on the saddle the rod was sitting at an angle. There are convexed striation through ~75%-85% of the material consistent with cyclic fatigue. The result of the failure appears to cyclic fatigue. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.